Event description:
It was reported that when an asymptomatic patient presented in the clinic for follow-up, the device was found to be in backup vvi mode. A device restoration was performed successfully. There were no adverse health consequences to the patient.